Manufacturer narrative:
Initial reporter postal code: (B)(6). An alarm indicative of a potential malfunction of the disposable was identified. As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. However making an improper connection between the supply line and solution bag is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill five of five. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and had the caregiver cycle power to clear it. The caregiver mentioned that the supply bag seemed to not have the threading aligned when they connected it and did not see any solution anywhere near the bag. Tsr explained that supplies are compromised. There was no patient injury or medical intervention associated with this event. No additional information is available.